Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d6, g3, g6, h2. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported and later learned through medical records that a patient with a 25mm magna ease aortic valve was explanted after an implant duration of 18 years, 6 months due to severe calcification and degeneration. The explanted device was replaced with a 23mm 11500a aortic valve. Per medical records, the patient was taken for tavr procedure utilizing non- edwards transcatheter valve, but the patient coded, and the case was transformed into an open heart surgery. The ascending aorta was thin with friable wall. The 25mm magna ease aortic valve was explanted and was replaced with a 23mm 11500a inspiris resalia aortic valve. The replacement valve was well seated, however after deairing and removal of crossclamp, the aorta started leaking at several areas. Decision was made to rearrest the heart and replace the ascending aorta with a 32 mm dacron graft. The patient was placed on va ECMO with vasopressors and then transferred to the ICU in stable but critical condition. The postoperative course was complicated with vfib and asystole requiring defibrillation, and multiple organ system failure and was placed on comfort measures only. He expired on pod #8.

Event description:
It was reported that a patient with a 25mm magna ease aortic valve was explanted after an unknown implant duration due to unknown reason. The explanted device was replaced with a 23mm 11500a aortic valve. The patient outcome is unknown. Per additional information, the patient was taken for tavr procedure utilizing non- edwards transcatheter valve, but the patient coded and the case was transformed into an open heart surgery. The 25mm magna ease aortic valve was explanted and was replaced with a 23mm 11500a inspiris resalia aortic valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.